Manufacturer narrative:
The returned lead underwent extensive analysis. During the lead analysis, the insulation at the heart valve level was found to be damaged due to friction. This damage is highly likely the cause of the oversensing. The damage observed showed that the lead had to have been under load for a longer period of time. The position and characteristics of the friction suggest that there were significant mechanical loads imposed on the lead. There is no x-ray imaging or other diagnostic imaging available that would provide information about the relationship of the implanted system in the body. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - it was reported that, about 18 months after the implantation, oversensing was observed on the lead. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
(B)(6) 2018 - corrected the implant date. The returned lead underwent extensive analysis. During the lead analysis, the insulation at the heart valve level was found to be damaged due to friction. This damage is highly likely the cause of the oversensing. The damage observed showed that the lead had to have been under load for a longer period of time. The position and characteristics of the friction suggest that there were significant mechanical loads imposed on the lead. There is no x-ray imaging or other diagnostic imaging available that would provide information about the relationship of the implanted system in the body. There was no indication of a materials defect or a manufacturing defect.